Event description:
The manufacturer received information alleging the device did not alarm or show any data at the time patient was found unresponsive and taken to the hospital. The customer alleges that there was no data showing on the device screen at the time of the event. The patient's mother could see patient on camera with an arched back and struggling. Patient was found grey and struggling to breath. An ambulance was called, and patient was taken to the hospital. Oxygen was added and patient was given a nebulizer. Ventilator was switched out and settings were increased. The device was returned to the manufacturer's product investigation laboratory. The manufacturer's product investigation laboratory (pil) was unable to confirm the failure of the device, the device ran therapy with a test lung for approximately 2 hours and the device operated as expected. The device passed all testing. Pil concluded that the device operated as designed.